Event description:
It was reported that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm in 2006, and the patient had poor vision and couldn't focus. The surgeon noticed one week postoperatively that the icl was viewed without any central vault and it's haptics were protruding anteriorly and patient's refraction was +3.00 indicating the lens was upside down, so the lens was explanted with no replacement lens. Patient contacted manufacturer in 2007, stating they are still experiencing haze & glare in certain lighting conditions.

Manufacturer narrative:
Evaluation: a work order search was performed for similar complaints within the search and no similar complaints were found.